Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed no issues. Functional evaluation revealed the unit does not detect the flow 50 wand, flow 50 settings could not be tested. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/ product did not meet specifications upon release into distribution.

Event description:
It was reported that during an arthroscopy the warewolf controller was not working. The procedure was successfully completed without delay using a s&n back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this unit failed to recognize the wand which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.